Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: ¿cs087¿ alarms observed in the blackbox. During the investigation, ¿cs069¿ alarm was reproduced during rewind- steps, failed due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The ¿cs069¿ failure is written as ¿cs087¿ failure in the blackbox. The error is resident to flash chip (u39). A battery compartment crack was found from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.